Event description:
Caller states that the following results were obtained on a neonate patient with the inform system, compared to a lab result, within 10 minutes: 85 mg/dl (inform) and 48 mg/dl (lab). Caller cannot confirm whether the patient was fed between readings. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, caller does not have strips to send back. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.